Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, after this right ventricular (rv) lead reached the targeted position, the impedances were greater than 3000 ohms. Several troubleshooting steps were performed, including repositioning the lead; however, the impedance measurements were still greater than 3000 ohms. Subsequently, this lead was exchanged and replaced with a new one to complete the procedure. The parameters with the new lead exhibited normal measurements. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the implant procedure, after this right ventricular (rv) lead reached the targeted position, the impedances were greater than 3000 ohms. Several troubleshooting steps were performed, including repositioning the lead; however, the impedance measurements were still greater than 3000 ohms. Subsequently, this lead was exchanged and replaced with a new one to complete the procedure. The parameters with the new lead exhbited normal measurements. No adverse patient effects were reported. This lead is expected for return.